Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 260 units of insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Customer's blood glucose (bg) level ranged from the 300 mg/dl range to above 600 mg/dl with moderate ketones. A manual injection was administered to address bg. Reportedly, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.